Event description:
It was reported that" on (B)(6) 2026, during the implantation procedure, guidewire kinking occurred which prevented the vascular sheath from being inserted successfully. The implantation was completed without incident after switching to a vascular sheath of another brand. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4) the customer returned one sheath assembly and dilator for analysis. Signs of use were observed. The guidewire was not returned for analysis. Visual inspection revealed a deformation at the distal tip of the dilator. No other defects or anomalies were observed. The customer report of a kinked guidewire could not be confirmed as the guidewire was not returned for analysis. Visual analysis revealed a deformation at the distal tip of the dilator. No other defects or anomalies were observed. Functional testing was successful as the device passed over a lab inventory 0.035" guidewire with no resistance. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." Without the guidewire to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.